Event description:
The rptr stated that they did meter to hcp meter comparison tests. Rptr's meter reading was 239 mg/dl, and the hcp (fasttake) meter read 200 mg/dl. Rptr did not have any symptoms. No harm was alleged.